Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call the insulin pump fell out of the customer's bed and the infusion set got disconnected. The customer woke up with a blood glucose reading of 20 mmol/l. The current blood glucose reading was 18.7 mmol/l. The high blood glucose readings were treated with pens because the issue was not being resolved with the insulin pump. It was also stated that the customer had the flu, and the basal rates were adjusted. Despite the adjustments the customer's blood glucose readings were very high. There were no alarms in the history and the insulin was okay. Troubleshooting was conducted and the insulin pump did not alarm during the hp test. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.